Event description:
A baxter service technician found that a homechoice system failed the ground bond performance specification during testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The hc device had failed the homechoice return instrument test / evaluation (rite) electrical ground bond test confirming the issue. The reported difficulty of ground bond failure by nature is not recorded in the device logs; therefore, review of the device logs revealed no previous occurrences. A continuity test between the power entry module and the door post ground revealed the ground bus resistance was out of specification. The setscrew on the door post was tightened and the ground bus resistance reading measured within ground bond specification. The cause for rite test failure - ground bond was determined to be a loose setscrew on the door post. The device's service history record was reviewed and no issues were identified that may have contributed to the rite electrical failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The hc device to be forwarded to service and the door post to be scrapped. Refer to the evaluation report for further details.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.